Event description:
It was reported that subsequent to the implant of a protegen sling, the patient suffered injuries and the device was removed. The device was not returned for evaluation.

Event description:
Additional information received from the patient included experiencing pain, discharge and drainage, foul odor, numness in the patient's lower body, urinary tract infections, vaginal wall erosion, sores in the patient's vaginal area, urinary retention, voiding difficulties and continued incontinence. Additionally the patient reported developed a hernia from surgeries performed as a result of problems. With the sling. The patient reported a cadaver sling was implanted in late 1998 or early 1999 and that sling was removed along with the remainder of the protegen sling in late 1998 or early 1999. They reported they developed a staph infection from the removal surgery. The patient reported two hernia repairs and contigen injections in late 1999 to early 2000. The company's directions for use outline as potential complications: "infection...tissue erosion...urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during an urethral sling procedure."